Event description:
A hospital implant registration form received by the company on 2024-04-01 indicated that on (B)(6) 2024, a patient's entire implantable cardioverter defibrillator (ICD) system, including an (B)(6) left ventricular (lv) lead and sjm right ventricular (rv) lead, were explanted due to dislodgement. A medtronic lead was explanted due to lead fracture or insulation damage. The sales rep will be contacted for further details regarding this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).